Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the data monitor is completely black and not connecting to the host occurs in tsm. During troubleshooting fse found device was unable to start up due to a failure in the device's main computer. Fse replaced allura haswell biplane host pc no. Hdd and hard disc spare part. After replacement the system was returned to use in good working order.

Event description:
It was reported to philips that the system's main computer failed to power on. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the host pc as well as a hard disk which returned the device to use in good working order.